Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an lvp turned off while infusing heparin into a patient. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report that the device turned off while infusing heparin was not confirmed. Physical inspection of the device noted the membrane was discolored, the door latch had a small amount of visible rust, and both iui connectors showed visible signs of corrosion, as well as a dull film and dried residue on each pin. There were signs of previous fluid ingress and dried residue was discovered behind the iui connectors, inside the rear case and bezel assembly. Neither the pcu nor the pcu log were received. Analysis of the pump module event log shows that at 10:01 pm on (B)(6) 2015 the module was programmed for an unknown infusion to run at 250ml/hr for a vtbi of 300ml. The event log did not record any activity after 10:01pm; the next event was recorded approximated 58 minutes later, at 10:59pm, when it was recorded that the device was powered on again. The user selected the device, and then approximately 3 seconds later the log shows again that it was powered on. The pump module successfully completed iui testing with passing results. The proximate cause of the customer¿s report with the pump module losing connection is believed to be the result of contamination of the iui connectors.